Event description:
A vaxcel pasv PICC was placed for therapeutic purposes in 2005. Upon infusion, a pin hole leak was noticed just below the venotomy site (distal to the suture wing). The PICC line was replaced in 10 days later.